Manufacturer narrative:
D4: expiration date: these devices do not have an expiration date (update ni to n/a). H4: the lot was manufactured november 28, 2022 to december 01, 2022. H10: one (1) actual device and one (1) companion sample were received for evaluation. A visual inspection of both samples was performed which did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and no issues related to the reported condition was observed. The reported condition was not verified on the returned devices. The remaining actual devices were not received; therefore, a device analysis could not be completed for those samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity [at least two(2)] of vial-mate adapters leaked. The vial-mates were slow leaking antibiotic back into the vial after reconstitution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.